Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the patient presented in an emergent cardiac state. Arteriotomy closure of the right common femoral artery was performed using the pre-close technique via a 6f sheath hole prior to an emergent percutaneous coronary intervention (pci) with insertion of a non-abbott left ventricular assist device (lvad). Reportedly, the prostyle device became stuck during attempted pre-close. The physician opened and closed the foot plate several times after he noticed it was stuck but was unable to remove the device; therefore, the physician pulled the device to remove from the patient anatomy. A 12f sheath was inserted at that point to help control the bleeding. Access was obtained from the left common femoral. A picture was taken, and a balloon was inflated to help control the bleeding until the surgeon could get there. Emergent cut down, with surgical patch, suturing and a wound vac, was performed to achieve hemostasis. The lvad insertion procedure was not completed, and the non-abbott device never entered the body. There was a reported clinically significant delay in the procedure related to the emergent cut down procedure. Reportedly, the patient expired the following day. It was not known if the patient¿s death was related to the patient¿s emergent cardiac presentation or related to blood loss, as the patient and family were opposed to blood transfusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. Reportedly, the device was removed with force. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible the foot of the device caught tissue or suture during closure of the foot. The account opened and close the foot several times to free the device and it did not free indicating it was more likely suture, however the account forced the removal which appears to have led to hemorrhage indicating tissue capture. Tissue capture occurs due to tissue flap, calcification, and device placement. Medical review was performed and states: there is insufficient information to conclude causal relationship between the perclose device and patient death. It is also reasonable to state that adverse events are more likely associated with the patient¿s critical condition and procedural complications, including hemorrhage requiring emergent surgical intervention. Prior to the procedure, the patient declined blood transfusions due to religious beliefs (reported as jehovah¿s witness). While bleeding could contribute to deterioration, the extent to which this is directly attributable to the device versus procedural factors or patient anatomy is unclear. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - against resistance.